Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature depletion. The battery status and monitoring voltage have decreased at more rapid than expected rate. The physician will be scheduling replacement. Implanted: 10/10/95, explanted: approximately 10/01/96 (implanted 12 months)